Event description:
A ventilator was evaluated by field service engineer. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator would not charge it's batteries. There was no harm or injury reported. During the device evaluation the manufacturer observed service required alarm is coming and machine failing 100% oxygen calibration, high priority red alarm flashing with message 'ventilator service required". The device's rp-trilogy evo obm subassembly, fio2 sensor assembly , particulate filter , rp - dual limb aev diaphragm 10pk were replaced. The manufacture inspected the device and no defect was observed after replacing the obm. The device's event logs were downloaded and reviewed by manufacturer.